Event description:
A surgeon reports that on several occasions, the product dissipated in less than seven days following pneumatic retinopexy. In some cases, a vitrectomy or scleral buckle was required. The gas lasted 5-6 days in one pt and a vitrectomy was required. The pt had a good outcome. Additional info was requested but the surgeon called and stated he would not provide pt specific data.